Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image was bad when using the evis lucera gastrointestinal videoscope. Inspection and testing of the returned device found clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image with image noise was confirmed. The device evaluation found objective lens and light guide lens adhesion were peeling. Due to corrosion on the electrical-connector, a noise image occured. The light guide lens was cracked. The plastic distal end cover had dirt. The distal end adhesion had cloudiness, was cracked and was chipping. Image guide had corrugated tube buckling and wrinkle. The image guide tube coating was peeling. The light guide corrugated pipe had wrinkles. The connector and the image guide had air leak. The connector had corrosion. Air supply and water supply connector had looseness. Switch4 had wear. The suction cylinder paint was peeling. The air / water cylinder paint was peeling. In addition, the plastic distal end cover, the image guide tube, the connector and the switch 1 were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter-related complaints found during repair estimate inspection: .did the customer clean, disinfect, and sterilize the device before sent it to olympus? Yes .does the customer have any idea about what the foreign material is? No response. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) No. . Did the customer flush the air/water nozzle with water and air? Yes . Were there any abnormalities in the accessories used for reprocessing? No response . Has the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Yes . Did the customer flush the air/water nozzle / channel with the detergent solution? Yes . Are there any other concerns about the reprocessing? No response.